Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection possible pocket erosion. The patient reported that the device appeared to be protruding further from the pocket following weight loss. No additional adverse patient effects were reported. This ra lead remains in service.